Event description:
Boston scientific received information that this patient experienced a syncopal episode. Upon review of the device, loss of capture on the right ventricular channel was noted. As a device issue was suspected, the device was explanted and replaced. The right ventricular (rv) lead remains implanted with the new device. No additional adverse patient effects were reported.

Event description:
Subsequently information was received that the patient had experienced a previous syncopal episode. At this time, the right ventricular (rv) lead was explanted and replaced with a competitor lead. As a second syncopal episode occurred, it was suspected that the syncope was related to the device.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.